Event description:
A hemodialysis pt educator has reported that during treatment, a blood leak occurred. Pt was on training for home hemo. Pt educator noticed blood drops on the floor under the dialyzer and the lip of the dialyzer had blood on it. The dialyzer appeared to be leaking from venous end rim. All the connections were tight and no alarms occurred. Pt had 22 minutes left in treatment. Pt taken off treatment, given antibiotics and lost approx 20 ml blood. Pt had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.